Event description:
It was reported to target that during a glue injection of 30%, it was observed that glue traveled into the "mca" territory (left), and the catheter diameter reduced. Glue was seen to be present in multiple locations of the lt. "Mca" territory. Clinical outcome was partial embolization. The pt's status is under revitalization. Pt's complications were observed from "ga". The pt was observed to have difficulty in word finding. The pt is to be kept with anti-coagulated medication and review in 6 weeks.